Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.

Manufacturer narrative:
The insulin pump was received with act button unresponsive due to j2/lcd keypad connector unlocked. Pump had cracked case at display window corner, battery tube threads, minor scratched and cracked display window, and missing end cap sticker.

Event description:
The insulin pump was returned for analysis. The customer's blood glucose value was unknown.